Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise oversensing was detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2023. The patient was in stable condition throughout the procedure.